Event description:
It was reported that the atrial lead exhibited greater than 2500 ohms impedance in the unipolar and bipolar configurations. Also noted was loss of capture in unipolar. The programmed mode was set to vvi at 50 pulses per minute and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.